Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed the instrument malfunctioned and replaced the reagent probe a collar wash valve and the cuvette wash manfifold v3 valve to resolve the issue. (B)(4).

Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 600 pro synchron system leaked from a reagent probe and a "hi pressure air pressure low" error was generated. Upon retesting patient samples processed during the event, the customer determined erroneous results were generated on the instrument involving 5 patients and the analytes glucose, magnesium, alkaline phosphatase, creatinine, alanine aminotransferase and total protein. The erroneous results were reported out of the laboratory and corrected reports were issued for the affected patients. There was no change or effect to patient treatment in connection with this event. The customer wore personal protective equipment consisting of gloves, a lab coat and protective goggles while operating the instrument. There was no report of operator injury or adverse effect as a result of this event.